Manufacturer narrative:
Concomitant medical products: v-tek, ivp ti-plate, straight, sys2.7, micro xs, 2mm offset, ref# (B)(4), lot# 15256, v-tek, ivp ti-plate, straight, sys2.7, micro xs, 2mm offset, ref# (B)(4), lot# 15255, v-tek, ivp ti-plate, straight, sys2.7, micro xs, 0mm offset, ref# (B)(4), lot# 14298. Therapy date: unknown. The issue was linked with the targeting device and not the implant (plate) itself. Trend analysis: no trend considering the following event is identified: plates tilt in targeting device. DHR review: the released components met all requirements to perform as intended. He exact date of manufacturing could not be determined, however, according to the lot number, the device has been manufactured in the forth quarter of 2009. Review of event description: event summary: it war reported that the plates (ref (B)(4) and ref (B)(4)) can be shifted / tilted minimally in the v-tek ivp targeting device for 2,7 mm plates (ref (B)(4)) despite fixation with fixation screw (ref (B)(4)). This results in the fact that the bore holes are not aligned and the drill (ref (B)(4)) touches the screw holes of the plates, leading potentially to an increased wear of the drill and wear particles in the patient's tissue. There might be a risk to relativize the planned correction or to break through the cortex by means of the actions necessary to release the targeting device. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the targeting device (ref (B)(4)), two (2) plates of ref (B)(4), one (1) plate of ref (B)(4), the fixation screw (ref (B)(4)) and the drill of ref (B)(4) have been returned. The targeting device shows some signs of usage. The lot can be identified as 291d09, which means that it has been manufactured in the forth quarter of 2009. No other conspicuousness found. Dimensional measurement: the dimension of the connection area of the targeting device was measured. It was found to be with 5.38mm within the specification of 5.45 ±0.1 mm defined in the normed drawing for 28.10.019, which was valid at the time of manufacturing. Root cause analysis: root cause determination using sap rmw: damage the bone/tissue due to lack of adequate design of mating components possible, as the functional investigation confirmed, that the plates can be slightly shifted when fixed with the locking screw in the targeting device. It might be possible that the targeting device, manufactured according to drawing of the old design, enables more tilting when used with the plates of size xs. Plates/screws/instruments does not mate with components due to lack of adequate design of mating components possible, as the functional investigation confirmed, that the plates can be slightly shifted when fixed with the locking screw in the targeting device. It might be possible that the targeting device, manufactured according to drawing of the old design, enables more tilting when used with the plates of size xs. Instrument/part does not fit to compatible components due to wrong design of instrument connection possible, as the functional investigation confirmed, that the plates can be slightly shifted when fixed with the locking screw in the targeting device. It might be possible that the targeting device, manufactured according to drawing of the old design, enables more tilting when used with the plates of size xs. Inability to install the instrument and place the plate, damage of instrument and implant, extended surgery time due to wrong choice of impact/drill device (targeting guide) not possible the surgeon chose the correct instrument, as ref (B)(4) (targeting device) is indicated to be compatible with the plates of size xs. Conclusion summary: the instruments were returned for an investigation and it can be confirmed that the plates can still be slightly shifted when fixed with the locking screw in the targeting device. This could lead to a misalignment of the drill and the bore holes of the plates. It was found that the instrument is according to product specification (generation I). However, a design change of the critical dimension of the targeting device (ref (B)(4)) has taken place in 2015 and 2016 and the returned instrument is still of the old design from 2009. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The analysis for the new design of the targeting devices showed that for the worst case dimensions (tolerances), the maximal displacements of the plates in the targeting device are acceptable. A health hazard evaluation has been performed. No trend for revision of plates due to potential incorrect positioning or damage plate was found. A potential release of metal particles resulting in a potential tissue reaction and / or an inadequate anchoring of the plate resulting in a potential loosening have been determined to be the highest possible severity for the outcome of this issue. Due to these results and the acceptable complaint rate, it was determined that no field action is required. Please note that no new products are intended to be manufactured as the system has been now placed in phase out. Final statement: the evaluated risk is considered as acceptable according to the risk management procedure. Furthermore, the hhe indicates the likelihood of an injury linked with the use of this instrument (generation I) is improbable. Zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported, that the v-tek, ivp targeting guide for xs/s plates, sys 2.7 could not be fixed properly, this can cause worn and wear of the device. This could lead to breakage of the device and the patient could retain a foreign particle in the body (wear particles or broken part of the device). It was also reported, that the operation was delayed for an insignificant time (exact time unknown). Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the product v-tek, ivp targeting guide for xs/s plates, sys 2.7 during drilling there was wear of drill bit due to improper fixation. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.